Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed but the image is interrupted was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image is interrupted. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: because connector is loosened, the image is interrupted. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had distorted image. The issue occurred during unknown procedure. There were no reports of patient harm.